Manufacturer narrative:
This report is submitted on aug 03, 2021.

Event description:
Per the clinic, the patient experienced an infection near the abutment site and was treated with oral and topical antibiotics (specific date and duration not reported).